Event description:
It was reported that patient presented remotely via merlin.net. It was noted that implantable cardiac monitor (icm) exhibited under-sensing. Programming changes were made resolving the issue. There were no patient consequences.